Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient was using the device and they started to get a very strong burning metal/iron smell. The smell was coming from the bottom of the unit and the water chamber is turning yellow. The tubing and mask are also turning yellow. The patient has to wash the accessories every night. The device was plugged into a power bar or power strip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, section b5 verbiage was captured incorrectly, and it was corrected in this report. Section d1 was captured incorrectly, and it was corrected in this report. Section h7 and section h9 were missed to captured, those were captured in this report. The corrected h11 should be reported as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was using the device and they started to get a very strong burning metal/iron smell. The smell was coming from the bottom of the unit, and the water chamber is turning yellow. The tubing and mask are also turning yellow. The patient has to wash the accessories every night. The device was plugged into a power bar or power strip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, pca, rear panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Manufacturer observed black hairlike contaminant on the flip doors, top enclosure, rear panel, and bottom enclosure. Observed no odor through therapy and investigation. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.